Event description:
The staff at the dental office heard a loud pop noise and then found the articulated arm of the intraoral x-ray unit was laying out horizontal. No one was using the unit or near the unit at the time when it happened.

Manufacturer narrative:
There was no user or patient injury with this incident. A dealer service technician went on-site to perform repairs to the x-ray unit. The articulated arm of the unit was horizontal and could not be folded. The technician stated that the unit was repaired with an arm replacement and the broken arm was disposed of at the time of the repair, thus the manufacturer could not perform inspection/evaluation of the arm. In conclusion, based on the problem description from the dealer service technician in this incident, it appears that the spring in the inboard arm section of the articulated arm lost it's tension which would have contributed to this type of incident.